Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient's initial surgery was supposed to help but it did not help and did not work like it was supposed to at all. No further information was available. No further patient complications have been reported as a result of this event.